Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126178 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (126178) have been reported from the same facility.

Event description:
It was reported by the customer "needle bent during the insertion. Io failure during patient care. There was an io (blue) failure on (B)(6) 2022."

Event description:
It was reported by the customer "needle bent during the insertion. Io failure during patient care. There was an io (blue) failure on (B)(6) 2022."